Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the stapler was unable to fire after being reloaded for the second time and it would not do anything. The surgeon was able to press the green but unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.